Event description:
Additional information received noted that the patient did not have concerns with their device or therapy. The patient was thinking of having it removed; still having some problems. The patient had no appointment; they had called a couple of times, fed up with system. Everytime the patient calls, they get put off. No one had made an appointment to correct the problem.

Event description:
It was reported that there was a loss of therapeutic effect following a fall. The patient fell forward on the ground. There was shocking/ jolting sensation in the patient¿s left leg. It was noted that the implantable neurostimulator was on the left side. Additional information reported there was less than 50% symptom reduction. Patient did not have batteries for remote control so it put reprogramming on hold. There was a sudden loss of therapeutic effect and sudden loss of stimulation. The fall was not due to the device but when she fell, there was return of symptoms-incontinence. At the time of report, the patient had not recovered, symptoms were ongoing. Further follow-up is being conducted to obtain information about patient outcome. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0c068, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).